Event description:
The hosp commented that at the completion of the coronary artery bypass graft procedure, several dr's had experienced the heartstring seal not unraveling completely during the removal. No damages to the anastomosis and no pt complications were reported during the conversation. Since the hosp did not provide the number of failures, the lot numbers, the date of the occurrences or any failed devices for investigation, only one report will be submitted for the reported information.